Event description:
It was reported that intermittent occlusion alarms occurred. On (B)(6) 2026 the customer went to the emergency room (ER) with a blood glucose (bg) level of 504 mg/dl with ketones. The customer received intravenous fluids of saline and insulin, which resolved the issue without causing any injury or permanent damage. The customer was discharged from the ER on the same day. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy.